Event description:
It has been reported that the bd 3 ml syringe luer-lok¿ tip has been found unable to contain medication before use. The following has been provided by the initial reporter: crack on the barrel.

Manufacturer narrative:
Investigation summary: one actual sample was returned for investigation without package. A bd quality engineer inspected the returned unit and confirmed the reported observation of a damaged syringe barrel. The damage may have been created during the assembly process. The damaged product should have been identified and rejected however, if the guide plate at the reject station became loose this may have not occurred. Action has been taken to fabricate a proper tool to hold the guide plate in place and prevent future occurrences of this type. A review of the device history record could not be performed as a lot number was not provided for this incident. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants additional action, resources will be assigned at that time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd 3 ml syringe luer-lok¿ tip has been found unable to contain medication before use. The following has been provided by the initial reporter: crack on the barrel.